Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with a compromised force sensor system error. The patient's blood glucose at the time of incident was 111 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer stated that the pump sometimes got bumped due to being on his side while on a belt clip case. The drive support cap was inspected and found to be normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The motor error alarmed during basic occlusion test and prime alarmed during prime test due to severe moisture damage on force sensor. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.